Event description:
It was reported that the patient thought a lead had moved. They went to the emergency room and had problems getting treatment for their occipital system. The patient was lying in bed and turned to the right and locked their neck. The patient was in severe pain going down the left side of their neck. The healthcare provider (hcp) ordered a scan, an x-ray, and found out at that time they were not MRI compatible because of the occipital system. The patients implant was in the occipital lobe and epidural cervical neck. The patient noted this probably occurred at the end of (B)(6) 2015. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).